Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure, as it is likely that the device interacted with the moderately calcified, 90% stenosed lesion during advancement resulting in the reported failure to advance. Further manipulation of the device during retraction likely contributed to the noted bent proximal struts and wrinkled white foil. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified left anterior descending (lad) artery. Pre-dilatation was performed using an unspecified non-compliant dilatation catheter, followed by implantation of a non-abbott stent. Post-dilatation was performed and a perforation was seen proximal to the deployed stent. The 2.8 x 26 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross. The device was removed. A second 2.8 x 16 mm graftmaster was able to be deployed and the perforation was sealed. No additional information was provided.